Event description:
The customer reported that while the monitor was in use, the patient had multiple episodes of false arrhythmia calls and that true arrhythmia calls were not always detected. The patient expired.